Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing. The evaluator experienced a system error 345 alarm. Review of the event history log (ehl) verified the system error 345 alarm. A device history record review revealed no issues that could have caused or contributed to the event. The upstream thermistor was found to have a value over 6000 and the ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.